Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electronic board, pump was monitored and functioned properly. The insulin pump was received with minor scratched lcd window and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a power error detected alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They were given a series of steps to follow once the call ends to clear the alarm. They were advised to monitor the insulin pump and call back if the error recurs. It was noted that the customer had called back to report that they received the power error detected alarm again. The power error detected alarm recurred within a week of troubleshooting the previous occurrence. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.